Event description:
It was reported by a customer in (B)(6) that, during prior to use tests, a tracheal tube cuff could not be inflated. The reported condition was not duplicated at the office. There was no patient involvement.

Manufacturer narrative:
(B)(4). One endotracheal tube was received for evaluation. A visual inspection was performed. All the components were assembled properly at the tube and no anomalies were found. Inflation and deflation tests were performed by applying air to the cuff. The cuff held the inflation for two hours and no deflation was observed. The unit was found to be functioning as intended and the customer reported malfunction was not verified.

Manufacturer narrative:
The sample is expected to be returned for an investigation. However, it has not been yet received. (B)(4)

Manufacturer narrative:
No analysis was performed because the sample has not been received for evaluation to confirm the customer reported failure. The lot number provided is 14d0463jzx, and according to the device history record (DHR) 6000 pieces of product ID # 18780 were released on (B)(6) 2014. No nonconformities reports related to the failure mode were found. (B)(4).